Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for 91387 with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for 91387 was not observed.

Event description:
It was reported that bd vacutainer® cpt¿ cell preparation tube with sodium heparin tubes were having poor separation results.